Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, the safe/run label on the core sumex handswitch was not legible. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, and degradation through autoclaving was determined to be a potential root cause of the reported event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, the safe/run label on the core sumex handswitch was not legible. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
Device evaluation is in progress.